Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Internally, no signs of foreign substance, burning, melting or charring were observed. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.

Event description:
Customer contacted ameda, inc. On 01/23/2018 to report an incident that occurred on (B)(6) 2018 while using her purely yours breast pump. She states pumping while using it on battery power when she heard a pop sound from the pump base. She describes black fluid leaking from the battery compartment after hearing the pop. Customer reports no contact with the leaking fluid so there was no injury or burn from this incident. A replacement purely yours breast pump was shipped overnight to the customer.